Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10. Getinge field service engineer (fse) found autofill issue due to the solenoid valve test found air leakage on the side of the safety plate. Fse replaced spare parts. The safety disk test is ok. Performed the k6, k7, k8, k6a air leakage test and it was ok. The internal silencer of the motor fell off and has been reinstalled.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an autofill failure.